Event description:
The pt contacted animas alleging that the pump was intermittently not responding to up and down arrow button presses. The pt denied any exposure of the pump to water. The patent also denied any signs of structural damage to the keypad.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.